Manufacturer narrative:
Analysis of the pump found motor gear train anomalies; specifically corrosion and/or wear and/or lubrication, and a stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (4 mg/ml, dose and lot not provided) via an implantable infusion pump. The indication for use was noted as failed back surgery syndrome and incurable pain. It was reported that the critical alarm was suddenly activated. The last telemetry made was approximately 3 weeks prior to (B)(6) 2015, with no significant sign of depletion. The elective replacement indicator (eri) was 13 months, at that time. There was no harm injury or death. However, the pump and catheter were replaced on (B)(6) 2015. The patient outcome was noted as "good". Additional information was later received from the company representative on (B)(6) 2015. It was reported that the logs were read to determine the origin of the critical alarm and there was reportedly "no visible reason". The patient was reportedly not near an electromagnetic interference (emi) source before, or at the time of the alarm. The patient experienced symptoms when the alarm occurred; however, the exact symptoms were not reported. No further information was provided. Additional information was requested regarding the symptoms experienced, additional troubleshooting performed, logs to be sent, the status of the device, and potential causes. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from the company representative. The company representative indicated that the patient experienced increased pain and dryness of the mouth. Logs were requested; however, could not be provided. The company representative was sure that the alarm was critical. It was specified that telemetry was the first thing done after the patient arrived to the hospital and the reservoir was not empty. It was further noted that "it as not confirmed by telemetry". The alarm was clearly heard by someone other than the patient, after the patient was admitted to the hospital. The company representative further reported that the physician and hospital staff had more than 20 years of experience with the pumps and were well educated about the procedures. The pump was returned. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.